Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained ventricular tachycardia due to intermittent oversensing noise of the device was observed. Patient was asymptomatic. No intervention has been taken. No further information available.